Manufacturer narrative:
There were no reported injuries at the time of this report. Custom ultrasonics inc. Is reporting this incident with an abundance of caution.

Event description:
Reported event: unit stopped in mid cycle. Our investigation determined that the flow of various bulkheads were partially occluded due to the accumulation of lint. Also noted that the facility was not using the recommended disc filters. This caused back pressure that resulted in the system stopping in mid cycle. The facility representative was not sure if there were any scopes in the processing chamber at this time. However, if there were scopes in the processing chamber when the unit stopped the representative stated they would have been removed and reprocessed. Custom ultrasonics inc. Did re-train the staff on how to check the flow, using the diagnostic part of the service program. The staff was also trained on the importance of using the correct disc filters, as recommended in the system 83 plus operator's manual.